Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was not delivering insulin without an error message or warning. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was 450 mg/dl at 10:00 a.m. The patient had symptoms of vomiting, feeling weakness, nausea, and was unconscious. The emergency doctor arrived at an unknown time and the blood glucose result was 364 mg/dl. The patient was taken to the hospital and treated with insulin via infusion. The patient was expected to be released from the hospital on (B)(6) 2016. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.